Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-1, lot# n254041, implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
It was reported on 2014 (B)(6), the patient was at the doctor¿s office for an injection and ¿he felt something.¿ it was noted, he took an x-ray and confirmed the catheter was broken. It was further reported, the patient had an appointment on 2014 (B)(6) to "fix the pump." The pump was being used to deliver morphine. Additional information received reported the patient had increased pain and there was a break in the catheter at the distal (spinal) segment. The catheter issue was identified via x-ray and the patient was scheduled for a consult with the surgeon for a catheter replacement. Additional information has been requested; a follow-up report will be sent when it becomes available